Event description:
Distal, winged, luer connector "peeled" resulting in profuse leak of IV fluids from the luer connector. Did not appear to be the result of excessive pressure in making the connection. There was not a "crack." Second occurrence with this device.